Event description:
It was reported that the patient experienced cardiac arrest and subsequently passed away due to the event coincident with automated peritoneal dialysis (pd) therapy. The patient was performing pd therapy with a homechoice device until the time of death. One day prior to death, the patient had their last pd therapy. On the date of death, the patient returned from a doctor's office appointment and subsequently passed away at home. Treatment was not reported. The cause of death was reported to be due to cardiac arrest. There was no autopsy performed. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device has been received, however, the evaluation of the device has not been completed yet. Upon completion of the evaluation or if additional relevant information becomes available, a supplemental report will be submitted. Same patient as (B)(4).

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). A sample was returned to baxter and an evaluation was completed. A review of the devices logs revealed no failure, malfunction or iipv events that could have caused or contributed to the reported problem. During the homechoice return instrument test/evaluation (rite), the device passed electrical testing; however, the device failed the homechoice rite functional test due to an unrelated alarm. The device passed the accuracy confirmation and temperature verification. A short simulated therapy was successfully performed. The service history review revealed no previous service events that would cause or contribute to the reported problem. The sample analysis revealed no non-conforming product that could have caused or contributed to the reported problem. The device was sent to service. Should additional relevant information become available, a supplemental report will be submitted.